Event description:
The doctor indicated that the abutment screw fracture inside of the implant. The doctor removed implant because the abutment screw fragment could not be removed. The patient has been rescheduled for a future re-implantation.

Manufacturer narrative:
Device returned. Product returned. The DHR was reviewed and due to the age and condition of the returned parts - a dimensional analysis could not be performed. Investigation confirmed the device's fracture. The root cause of this event could not be determined. Causes which may have contributed to the event cannot be determined.

Manufacturer narrative:
The device was not returned to the manufacturer.